Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left anterior descending artery. A 38 x 3.00 promus elite drug-eluting stent was advanced for treatment. The stent was fully deployed to the vessel wall; however, upon removal, the monorail of the balloon became stuck to the wire. The stent delivery balloon and wire were safely removed together. The vessel was re-wired with a new guidewire and post dilation of the stent was performed. There were no patient complications nor injuries reported.